Event description:
It was reported that one day after implant there was no capture on the right ventricular lead . The lead was then repositioned. A few days later, again there was no capture on the rv lead. The was then explanted and replaced. This patient is enrolled in the engager study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.